Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 239 mg/dl. A correction bolus was delivered to address bg. The customer alleged that the pump was not delivering insulin. Reportedly, the customer reverted to manual injections for insulin therapy.